Event description:
Pt was disoriented and got a reading of 125 mg/dl with the freestyle meter. Pt then fainted and hit their head they took another test and received another reading of 125 mg/dl with the freestyle meter. Pt was taken to the hospital and tested with the lab with results of 50 and 51 mg/dl. The caller indicated they took a reading at the hospital and it was 53 points higher than the hospital reading. The pt was given juice and crackers at the hospital and released after 2 hours.